Event description:
It was reported that an incident has occurred involving a st. Jude medical ultimum introducer. The notification indicated that a report had been filed by the hosp on october 11, 2002, indicating that damage to the sheath had occurred resulting in damage to the artery.